Manufacturer narrative:
The insulin pump had button error alarmed due to corroded on keypad trace.the device was received with cracked at corner display window, cracked battery tube threads, scratched on lcd window and cracked at rerservoir tubelip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 148 mg/dl. Troubleshooting was not performed. The device was returned for analysis.